Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this pt expired after an implant duration of 0.07 mo, due to unk reasons. It is unk if pt's death was device related. Info learned from implant pt registry.